Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an infection. The ipp was replaced with a tactra penile prosthesis as a placeholder. At a later date, the patient had the ipp device re-implanted. There were no additional patient complications reported.